Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the patient was burned during a procedure. No further details were available.

Event description:
The user facility reported that the patient was burned during a procedure. No further details were available.